Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the ligasure device had no coagulation. A new ligasure handpiece was use and it worked fine. There was no patient injury.